Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that the stapler would not fire. A new staple cartridge was inserted into the instrument and fired properly. Only the tcr55 staple cartridge was saved. It was noted that the orange proximal stapler drivers were visable on the 1st (2) rows of the cartridge. There was no consequence to the pt.